Event description:
It has been reported to philips that the allura xper fd20 system stand had only partial movements. It had been restarted multiple time and was not restored to functionality. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm geometry is not working properly. Review of the system log file showed that geometry post errors. Upon functional testing fse found the issue is due to defective scc 24-volt power supply. Fse suggested to replace the scc 24-volt power supply. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.